Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating and no new orders are crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that device was not communicating. The technical support specialist confirmed that everything was working fine, and the issue was resolved.